Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal confirming the reported problem. There was no evidence in the device's event history log. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the device had a worn downstream occlusion seal is worn. There was unknown patient involvement.